Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported.

Manufacturer narrative:
(B)(4)diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient reported that in the evening around 9:00 pm the sensor error alert appeared and that the sensor error continued during the evening. When the patient went to sleep, the readings had not come back yet, and at an unknown point during the night, the patient experienced a hypoglycemic event. The patient was unconscious and sweating heavily and the wife injected ¿fast acting glucose¿, most likely glucagon and called for an ambulance. When the paramedics arrived, the patient was provided with more glucose and with intravenous fluids. The patient recovered after treatment, and it was not reported that the patient needed to go to the hospital. No blood glucose readings were reported from during the event. At the time of the report, the patient was doing good. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.